Event description:
A 70 year old male underwent a cardiac cath on 1/30/92. During or at the end of the procedure a portion of the guidewire sheath became detached and was left in the patient. At first it was thought to be in the femoral artery. The first retreival attempt was unsuccesful. On 1/31/92 a second attempt at retreival in radiology was successful. The sheath was retreived from the iliac vein, not the artery as was first thought. The patient has done well and was discharged on the evening of 1/31/92. The portion of the guidewire sheath that was retreived is approximately 7 inches in length, and was retreived in one continuous piecedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.